Event description:
It was reported that the device was found to be in backup vvi mode. Patient was asymptomatic. The device was explanted and replaced. The patient was stable during and after surgery.

Manufacturer narrative:
No conclusion code available. Final analysis found the device was returned in backup vvi operation. The backup occurred due to multiple bit flip checksum error. The cause of checksum error could not be determined. The implant duration was 10.28 years, which exceeded device's 9.40 year projected longevity, and is considered normal battery depletion.